Event description:
Assessment of hygiene around implant: good. Were any of the following conditions involved in the event (check all that apply)? Peri-implantitis, infection, previous bone augmentation. At the time of the event or implant failure/removal, was there (check all that apply)? Mobility, asymptomatic. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).